Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that burr singed on the guidewire. A 1.50mm rotalink burr was selected for use. During the procedure, the device singed on the guidewire twice inside the patients body. The device was removed along with the guidewire. The procedure was completed with a 1.50mm rotalink plus. No patient complications were reported.